Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at about 10:45pm with a high blood glucose level of 170 mg/dl. The customer was treated at the hospital but did not specify how they were treated. The customer mentioned that they had a delivery anomaly form the insulin pimp pump where the customer believed that the device delivered too much insulin. The customer did not troubleshoot the issue. The customer stated that they will monitor the device and will not send the insulin pump back for analysis.